Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient received a draining slowly warning and ended treatment. There was fluid seen in the pump module area and on the external part of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s nurse verified that there was no harm, intervention or adverse event due to the fluid leak. The cycler is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient received a draining slowly warning and ended treatment. There was fluid seen in the pump module area and on the external part of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s nurse verified that there was no harm, intervention or adverse event due to the fluid leak. The cycler is available to return as a sample product.

Manufacturer narrative:
Additional information: d.9., h.3. Correction: g.4. Plant investigation: the actual device was returned to the manufacturer for physical investigation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensors test passed. Valve actuation test passed.system air leak test passed.teach pumps check passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks in the test cassette during the test. Mushroom head check passed.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient received a draining slowly warning and ended treatment. There was fluid seen in the pump module area and on the external part of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s nurse verified that there was no harm, intervention or adverse event due to the fluid leak. The cycler is available to return as a sample product.